Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: jugular introducer with attached filter returned inside the sheath. The red locking cap on the handle is loosened. The filter is withdrawn into the sheath with the filter legs causing damages to the sheath tip. The filter is properly attached to the grasping hook and the release mechanism works as intended. Consequently, the exact reason for the filter to deploy inside the sheath cannot be determined, but the release mechanism may have been inadvertently pushed during the procedure. No evidence to suggest product was not manufactured according to specifications cook medical will continue to monitor for similar events.

Event description:
Filter got detached from the filter introducer inside the sheath when it was attempted to insert in the patient's body. Therefore the sheath and the filter introducer were removed from the body as a unit, then the introducer was removed from the sheath, however the filter fell down to the floor. Another filter of the same specifications was used instead to complete the procedure. Patient outcome: there have been no adverse effects to the patient reported.